Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing in bipolar configuration resulting in an unknown duration of pacing inhibition. Additionally, sensing and pacing impedance measurements were unable to be obtained in bipolar configuration. Boston scientific technical services (ts) reviewed the episodes and discussed that the noise was consistent with oversensing related to the respiratory rate trend (rrt) feature. The lead configuration was reprogrammed to unipolar and no further noise was observed. No adverse patient effects were reported. This product remains implanted and in service.